Manufacturer narrative:
Concomitant medical products: pri tubing;8015;ICU medical ch10/ch3034 connector; therapy date (B)(6) 2019. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer's policy, patient information will not be provided.

Event description:
It was reported that IV chemotherapy pertuzumab 293.4ml was infused through IV infusion pump using a primary set with 60ml as left over volume. The device alarmed "infusion complete" but the bag still had left over medication. The patient eventually received full dose of the medication. The infusion was programed with a rate of 586ml/hr using the device medication library system (guardrails suite). There was no patient injury. Per user, there were no obvious breaks or cracks on the device during use.